Event description:
Dr. Removed implant due to pain. Explant received at artimplant in 2008. Surgeon performed successful artelon cases.

Manufacturer narrative:
Explant was sent 10/06/2008 for histological analysis. Results pending. Explantation was made of the cmc spacer, due to persistent pain. No conclusion at this point.